Manufacturer narrative:
Patient city: (B)(6). Patient country: italy.

Event description:
Unomedical reference number (B)(4). Event occurred in italy. On 05-june-2024, it was reported by the patient that he was hospitalized for half day due to hypoglycemia. He was hospitalized on (B)(6) 2024. Low blood glucose level was 40 mg/dl. No further information was available.